Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 40-year-old female patient with abdominal pain and diarrhea. There was no additional patient information. Return product is not available for investigation. Method: date : collected tested: result : sample pos/neg: I-stat, (B)(6) 0026 , 1443 , 1507 , >1000 ng/l , a, wb pos, I-stat , (B)(6) 0026 , 1539 , 1557 , >1000 ng/l, a, wb pos, atellic, (B)(6) 0026, 1912 , 1939 , 3 pg/ml, a wb neg. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b26016b.

Event description:
Na.